Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery described as, eccentric, de novo and 95% stenosed, the fox plus balloon ruptured at 10 atm during the third inflation. A second fox plus balloon catheter (same size) was used to complete pre-dilatation. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.